Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, the patient underwent spine transforaminal lumbar interbody fusion and posterior fusion surgery on the lumbar region of her spine from vertebrae l3 to s1. She was implanted with rhbmp-2/acs. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage, in the posterolateral gutters. The patient's post-operative period has been marked by a period of improvement, followed by progressively worsening and chronic and severe low back and tailbone pain with pain, swelling and radiculopathy in her left leg. She experiences spasms in her back and left leg. The patient also experiences difficulty sitting, standing or walking for extended periods. She is unable to work long hours and unable to move around. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively.

Manufacturer narrative:
Additional information:due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: 1) degenerative l3-4, l4-5 and l5-s1 disks with diskogenic low back pain, l3-4 and l4-5 levels. 2) left l4-5 and l5-s1 herniated nucleus pulposus. 3) l3-4 spinal stenosis. 4) left lumbar radiculopathy. She underwent the following procedures: 1. Partial l3 and partial l4 bilateral decompressive lumbar laminectomies. 2) left l3-4, l4-5 and l5-s1 microdiskectomies. 3) l3-4, l4-5 and l5-s1 transforaminal lumbar interbody fusions with segmental anterior interbody cage instrumentation and rhbmp-2 l3 to s1 pedicle instrumentation and facet fusion. 4) somatosensory evoked potential (ssep) and electromyography (emg) monitoring. As per the operative notes, ¿using the pituitary rongeurs, curettes, rasps, and endplate shavers, the l5-s1 interspace was debrided of any remaining nuclear material as well as cartilaginous endplates. This exposed bleeding subchondral bone. We then used the contour cage trials and ultimately found a 12 x 11 x 25-mm contour cage to be of appropriate dimension. The cage packed with two rhbmp-2 sponges was then inserted through the left l5-s1 annulotomy and rotated across the a anterior aspect of the interspace, producing excellent restoration of annular tension. The annulotomy was sealed with a pediatric catheter to avoid rhbmp-2 washout. Attention was then turned to the left l3-l4 level. At this level, again the pituitary ronqeurs, curettes, rasps, and endplate were used to debride the l3-4 interspace ultimately to exposed bleeding subchondral bone. Again, using the contour cage trials, we found a 12 x 11 x 25-mm contour cage to be of appropriate dimension. Packing the cage with two rhbmp-2 sponges, the 12 x 11 x 25-mm cage was then rotated across the anterior aspect of the l3-l4 interspace. This produced excellent restoration of anterior column height and annular tension. The annulotomy was then sealed with a pediatric catheter. Throughout the tlif portion of the procedure and, in fact, throughout the entire procedure,emg activity was monitored, and there was no significant spontaneous abnormal activity evident. ¿no intra-operative complain were reported.